Manufacturer narrative:
(B)(6) 2018. (B)(4) field service engineer (fse) confirmed the reported touchscreen issue. Touchscreen calibration was performed but the touchscreen would not respond at all. The fse) replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported that the touchscreen was not working. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 12nov2018. Date of manufacturer: 08nov2018. The customer returned the touchscreen, user interface assembly to philips for evaluation. Visual inspection revealed a scratch on the touchscreen. The part was installed on a test ventilator. The ventilator powered up and delivered breaths. The touchscreen control test was performed and failed. The touchscreen was cleaned, however, could not be calibrated properly. The user interface assembly passed resistance tolerances. Conclusively, the customer's allegation was confirmed. The touchscreen was damaged.